Event description:
It was reported that the patient presented in clinic for a follow up. The left ventricular lead exhibited loss of capture. The lead was successfully repositioned. The lead remained implanted. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.